Event description:
A customer contacted baxter's technical service center reporting that the heater line disconnected form the heater bag during use on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) by troubleshooting and advised to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the separation, it was revealed that she did not recollect anything about the separation. The hp stated that she is continuing therapy without issues, and verified that she had not noticed any defects on the supplies either. No allegations were made against any of the hp's dialysis products. No further information was provided.

Event description:
During a follow-up with the home patient (hp) regarding the large air bubbles, it was found that there was nothing wrong with the supplies but that it was something she did incorrectly during set up. The hp stated that she did contact her nurse, and she recalls the nurse stating that she could not do that during setup. When asked if the hp remembers what that was, she stated no. The hp stated that this was an isolated incident and there was no patient injury or medical intervention involved.

Manufacturer narrative:
(B)(4). This complaint is for a disconnection of a supply bag. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.